Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
As per patient, he has been experiencing impinchment when he walks. Walking is not a pleasant experience as he is very uncomfortable. Patient feels stabbing like pain once in a while, his knee swells and there is puffiness outside knee that his physical therapist thinks is unusual. Patient had an arthroplastic procedure done in (B)(6) 2015. His doctor found and removed a piece of hardened cement that was about 2 centimeters in size. Patient would like to know if he should be experiencing this symptoms as he had procedure done to walk better.

Manufacturer narrative:
Concomitant medical products: triathlon ps fem component, cemented; cat# 5515-f-501; lot# ktryd. Triathlon prim cem fxd bplt #5; cat# 5520b500; lot# elldb. Triathlon symmetric x3 patella; cat# 5550-g-339; lot# e94r. Triathlon ps x3 tibial insert; cat# 5532-g-511; lot# mnpl53. An event regarding alleged pain involving a simplex p full dose 1 pack (bone cement) was reported. The event was confirmed. Medical records received and evaluation: review of medical records indicate the patient continued to experience left knee pain after his (B)(6) 2014 primary tka. Medical records were reviewed by a clinical consultant on (B)(6) 2016, who concluded the patient¿s continued pain and swelling after the (B)(6) 2014 primary tka was likely the result from surgical technique, which created extruded cement, the secondary arthroscopic surgery and persistent synovitis. Device history review: confirmed all devices accepted into finished goods conformed to specification complaint history review: a complaint history review confirmed 1 other similar event for the reported lot. Conclusions: the event was confirmed. Medical records indicate the patient continued to experience left knee pain after his (B)(6) 2014 primary tka. Medical records were reviewed by a clinical consultant on (B)(6) 2016. The clinical consultant concluded that the patient¿s continued pain and swelling after the (B)(6) 2014 primary tka was likely the result from surgical technique, which created extruded cement, the secondary arthroscopic surgery and persistent synovitis. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As per patient, he has been experiencing impinchment when he walks. Walking is not a pleasant experience as he is very uncomfortable. Patient feels stabbing like pain once in a while, his knee swells and there is puffiness outside knee that his physical therapist thinks is unusual. Patient had an arthroplastic procedure done in (B)(6) 2015. His doctor found and removed a piece of hardened cement that was about 2 centimeters in size. Patient would like to know if he should be experiencing this symptoms as he had procedure done to walk better. Update per additional information from medical review ((B)(6) 2016): within one week after surgery he notes crepitus on the lateral side of his knee on active extension. This persists and gets progressively more uncomfortable. X-rays reveal a cement extrusion and on (B)(6) 2005 he has arthroscopic surgery to remove a lateral "cementophyte" and an additional cement mass in the intercondylar area.